Event description:
The customer reported via phone call that they were hospitalized for high blood glucose. Customer stated insulin pump stopped working. Customer stated can smell insulin along the reservoir compartment. Customer current blood glucose value was 126 mg/dl customer reported symptoms related to their high blood glucose were nausea and vomiting. Troubleshooting was not performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). S.w version 4.11e. Retainer ring = clear. Customer returned insulin pump for an alleged had smelled insulin along the reservoir compartment, blank display and was hospitalized for high blood glucoses found on (B)(6) 2022 (per ss event date), however, the customer's note stated the insulin pump alleged blank display and the customer was hospitalized for high blood glucoses found on (B)(6) 2022. The pump powered up properly after battery installation. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. The insulin pump was monitored for several hours, and no blank display noted. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No alarms/alerts were noted during testing. However, low battery alert was recorded and found in the formatted history file on: (B)(6) 2022 05:01:00.000 replace battery alert was recorded and found in the formatted history file on: (B)(6) 2022 14:32:00.000 (B)(6) 2022 14:42:00.000 replace battery now alarm was recorded and found in the formatted history file on: (B)(6) 2022 15:03:00.000 (B)(6) 2022 15:13:00.000 pump error 23 alarm was recorded and found in the formatted history file on: (B)(6) 2022 15:14:04.000 (B)(6) 2022 15:14:16.000 and power loss alarm was recorded and found in the formatted history file on: (B)(6) 2022 15:14:24.000 (B)(6) 2022 15:14:35.000 upon checking on the power data/detail trace file, low battery alert and replace battery alert/replace battery now alarm were expected since the battery has low/no power. The customer may have used a low/depleted battery. Pump error 23 alarm and power loss alarm were expected since the pump resets after replace battery now alarm on (B)(6) 2022 15:03:00.000 and (B)(6) 2022 15:13:00.000. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the electronic assembly, reservoir compartment, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.0 milivolt). The motor was tested outside of the device on the new generation pump and passed. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer was noted during testing. The following were also noted during visual inspection stained keypad overlay, a pillowing keypad overlay, a scratched case and a serial number label fading. A cracked retainer was confirmed. Blank display was not confirmed. The insulin pump passed all the required testing. Unable to verify customer alleged for high blood glucoses. The force sensor is within specification and the motor functioning properly. There was no evidence of physical or moisture damage on the electronic assembly, reservoir compartment, force sensor, motor and vibrator assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report.